Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4) - stability, poor joint, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient was unstable, upsized poly female 73yrs.